Manufacturer narrative:
The bci hotline had the customer reboot the instrument and the problem has not reoccurred.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the creatinine (c) module was leaking and failing calibration. No injury was reported for this event.